Event description:
It was reported that during a therapeutic laparoscopic assisted endoscopic retrograde cholangiopancreatography the distal cover self-dislodged and subsequent dropped out while withdrawing the scope through the trocar (non-olympus device) extending the procedure by 2 minutes. The distal cap was retrieved from the patient¿s stomach. The patient was on general anesthesia during the procedure. No error messages were noted. There were no reports of patient harm. The report is related to the following linked patient identifier (B)(6).